Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with bard pelvicol acellular vollagen matrix. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced fibrosis, discharge, bowel obstruction, stress incontinence, acute and chronic inflammation. It was reported that patient underwent vaginal mesh erosion on (B)(6) 2005 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with lysis of adhesion and excision of gore-tex mesh graft. It was reported that following insertion the patient experienced infection, urinary/bowel problems, neuromuscular problems and vaginal scarring. (B)(4).